Event description:
The customer reported that the 840 ventilator had an erratic display. No patient involvement. Covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone and suggested swapping the displays to isolate the problem. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).